Event description:
Inserted dexcom g7 sensor on (B)(6) 2023. Within three days the insertion site on rear of r arm was mildly painful whenever I raised my hand above my head. In parallel, the sensor readings were wildly inaccurate and required several recalibrations (inputting finger stick bg readings). By (B)(6) the sensor spent more time trying to reconcile itself than it was providing bg (blood glucose) information. I called dexcom tech support and while I was on the phone with them, the alert from my dexcom app told me to stop and remove the sensor. I did so and within minutes the site was painful and contained a red circle around the insertion site about 3-4" in diameter. This progressed to the point that the next day, on (B)(6), the red patch had grown significantly to about 7-8" in diameter. I saw my doctor and was dx (diagnosed) with cellulitis and prescribed augmentin.